Event description:
It was reported that during a thr procedure, impactor tip fractured in case, all pieces recovered, s&n backup available. No delay. No impact or injury to patient reported.

Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The measurement tip fractured off of the depth gauge and the impactor tip fractured into four pieces and all pieces were returned for both devices. The impactor tip had numerous nicks and gouges in the surface from extensive use. The depth gauge was manufactured in 2015 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.